Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases and one curved opening. Leak test and microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is one sharp opening assessed as unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.